Event description:
It was reported that during an arthroscopic procedure, the physician was utilizing a speedstitch suturing device and unknown speedstitch suture cartridge. Upon loading the cartridge into the speedstitch handle the cartridge would not stay inside the shaft. The doctor utilized two other handles and again the cartridge would not stay in the shaft. The procedure was completed by manually manipulating the wings of the suture cartridge to fit the shaft of the speedstitch handle. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional manufacturer narrative: the patient's age and gender were requested but were not received. (B)(4).